Event description:
It was reported that, "I had stryker knee implant put in (B)(6) 2010 and have had leg swelling ever since (both legs). Could this be immune reaction to this implant? What testing should I have done?

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested, but not made available. Should additional info become available, the evaluation summary will be submitted in a supplemental report.